Event description:
It was reported that during a ptca/stent procedure difficulty was encountered crossing the lesion. The multi-link was pulled back into the guiding catheter (contrary to IFU) resulting in separation from the delivery system. The stent was retrieved with a snare device. The case was completed with acceptable results and reportedly the pt tolerated the procedure well.